Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (error 1) issue. The reporter alleged that the meter remote was emitting multiple ¿error 1: sub code sc5¿ messages randomly. It was noted that the ¿error 1¿ message was not able to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter remote has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the meter remote has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evidence of moisture was observed in the display lens and in the test strip port. During testing, the meter remote was not able to be powered on. The complaint that the meter was emitting error 1 messages was not able to be adequately investigated due to moisture damage.